Event description:
Constant pain since implantation, unidentifiable rash that had to be biopsied, vaginal bleeding and pain with high impact exercise, severe swelling and pain in the lower left quadrant, hair loss/shedding, pain and swelling after intercourse. Dr's used process of elimination (looked for hernia, hip defect, tried birth control to cease ovulation, and tried antibiotic in case there was infection) to arrive at the conclusion that essure devices were causing pelvic pain and swelling. Removal of devices led to immediate resolution of pain and swelling. FDA safety report ID# (B)(4).